Event description:
The patient had interstim implanted about four years ago. The patient had seriously worsening urinary incontinence and urgency, unusual neurostimulation sensations including running down leg and in buttocks rather than pelvic floor. Implant was not functional with high impedance in all but one lead.